Manufacturer narrative:
Patient information not available for reporting. Date of device movement is not known. (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. DHR for 495.301s, lot l193965, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 11.nov.2016 expiry date: 01.nov.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR for non-sterile 495.301 / l097551. Manufacturing location: (B)(4), manufacturing date:17.aug.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for cervical myelopathy at c5-c6 using the syncage system on (B)(6) 2017. Surgery was completed successfully. On (B)(6) 2017, surgeon confirmed by x-ray that the syncage-c sank and was affecting the alignment of the cervical spine. No revision surgery is scheduled at this time. Patient will continue to follow up with surgeon. This report is for one (1) syncage-c curved cage 5.5 mm. This is report 1 of 1 for (B)(4).